Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received an unexpected restart alarm. The customer¿s blood glucose level was in the unknown at time of incident. Customer reported that they changed the battery and received unexpected restart and the screen was blank. The troubleshooting (not pertaining to pump recently stored or not in use for extended period of time) and received an unexpected restart alarm after a battery change. The customer was advised the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will not be returned for analysis.